Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had blood rise to the venous transducer protector during a patient's hd treatment. The patient's blood was not returned following this event. The patient¿s estimated blood loss (ebl) is unknown. The patient ended treatment early as a result of this issue. It is unknown if the patient experienced any ill effects, adverse events, medical intervention as a result of ending treatment early. The machine was returned to service after the bmt replaced the level detector module. No sample is available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had blood rise to the venous transducer protector during a patient's hd treatment. The patient's blood was not returned following this event. The patient's estimated blood loss (ebl) is unknown. The patient ended treatment early as a result of this issue. It is unknown if the patient experienced any ill effects, adverse events, medical intervention as a result of ending treatment early. The machine was returned to service after the bmt replaced the level detector module. No sample is available.